Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1900345 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip got broken when the user tried to ligate. The broken piece fell, however, it was retrieved and no clip remained in the patient. Then,the device was replaced with a new one.

Event description:
It was reported that a clip got broken when the user tried to ligate. The broken piece fell, however, it was retrieved and no clip remained in the patient. Then,the device was replaced with a new one.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1900345 was manufactured on 05/13/2018 a total of (B)(4) pieces. Lot was released on 05/22/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with it trigger partially engaged and a clip with a broken hook partially loaded incorrectly. The returned sample appears used as there is biological material present on the device. Reference file(B)(4) for investigation photos. First, the partially loaded clip was manually removed and the trigger cycle was completed. It was noticed that no clip was in the next position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. A double feed occurred. Both clips were manually removed and the second clip had a broken hook. The following clip was out of position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws and can also cause clips to break in the channel. The sample was received with 11 clips remaining, including the partially loaded clip, indicating that 4 clips were fired by the end user. Two of the remaining clips were broken at the hook. A CAPA has been opened to further investigate this issue. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a CAPA has been opened to further investigate the clip stacking issue. The reported complaint of "clip got broken at ligation" was confirmed based upon the sample received. One device was returned with a broken clip partially loaded incorrectly. Ten additional clips were remaining in the channel indicating that 4 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Two of the clips were found to be broken at the hook which was caused by the clip stack. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Teleflex will continue to monitor and trend reports of this nature.